Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported," opened defective PICC line today. The hash marks 34&35 are missing, which was unfortunately right where I needed to cut the line, and the rest of the numbers/hashes printed were twisted around the catheter and not straight. I was unable to use it and had to open an entire new kit." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markings on the catheter was confirmed and appears to be related to the manufacturing process. A photograph of a section of a powerpicc catheter shaft was provided for evaluation. The photographed section included depth markings from 29cm to 41cm. Two depth markings, 34cm and 35cm, were completely missing from the catheter. In addition, it appeared that the 37cm depth marking was only partially present. A review of the catheter drawing confirmed that the catheter shaft should contain continuous depth markings from 0cm through the 54cm marking dot. The visual standard stated that the catheter is unacceptable if it is missing two or more marks. As the missing depth markings were noted prior to placement of the device, the most probable cause is due to the manufacturing printing process. A quality alert was issued to address this complaint per quality alert # 24-1046 rev 0. It was also reported that the depth markings were twisted around the catheter. However, the depth markings in the returned photograph all appeared to be oriented upward and did not appear to wrap around the catheter. However, it is possible that the print was askew and could not be verified without orienting the catheter straight and evaluating the entire length of depth markings. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported," opened defective PICC line today. The hash marks 34&35 are missing, which was unfortunately right where I needed to cut the line, and the rest of the numbers/hashes printed were twisted around the catheter and not straight. I was unable to use it and had to open an entire new kit." No other information was provided.